Event description:
It was reported to technical services on (B)(6) 2012 that this lead was nicked at a change out surgery. It was repaired using a lead repair kit. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).